Event description:
The patient¿s lead and generator were replaced due to the high impedance. The explanted products have not been received by the manufacturer to date.

Event description:
Report received that a patient was seen in a clinic where the device was interrogated, and high impedance was observed. X-rays were reportedly taken but were not sent in for review by the manufacturer. The physician reportedly decided to leave the vns on. No surgical intervention has occurred to date and no further relevant information has been obtained.